Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head loose in mouth, without injury-oral b [device breakage]. Brush heads don¿t fit properly onto the hand piece-oral b [device physical property issue]. Case narrative: the consumer via phone reported that the brush heads don¿t fit properly onto the hand piece and were loose in mouth without injury. No injury was reported.